Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that they felt like their stimulator was malfunctioning over the past few months, since 'like april.' Patient said it felt like it was shocking them and causing pain in their kidney area close to where the implant was. Patient stated every time the implant got close to dying, they felt a shocking sensation in their kidneys. Patient reported the issue to their manufacturer representative (rep) over the phone. Patient mentioned they called rep for the first time about 3 weeks ago, the day after their controller got ran over, and told rep was supposed to get them in contact with a representative in arizona, but patient never heard back from anyone. Patient was discharged from their previous healthcare provider and didn't have a new healthcare provider due to lack of insurance. Agent reviewed role of representative and redirected patient to their healthcare provider to further address the issue. Agent offered to send physician list and update their address, but they did not want additional assistance. Patient asked if they could get the implant taken out; agent reviewed information and redirected to healthcare provider. Patient mentioned due to their controller being run over by a car, they hadn't had any stimulation in 3 weeks. Patient did not have their controller with them at the time of the call, but they might call back with serial number to get replacement if they don't follow through with just having ins removed instead. Additional information was received from the rep. Rep reported patient (pt) states they got into an altercation and was shoved/hit wall with their back, and where the battery is directly hit the wall. After altercation pt began to feel ¿shocking.¿ pt states they have no insurance and does not have a pain management physician. Pt stated they feel battery is malfunctioning and wants to have it explanted. Rep reported a healthcare facility contacted and requested permission to meet with patient in their office. Patient was directed to turn stimulation off. The issue is ongoing. Field rep reported they would follow-up with any new information.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 977a260 serial# (B)(6) implanted: (B)(6) 2023 product type lead product ID 977a260 serial# (B)(6) implanted: (B)(6) 2023 product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). Rep reported that the patient (pt) currently did not have medical insurance and does not have a medical provider. Pt does not have a doctor managing pain or their stimulator. Pt currently has the device turned off. Pt was not feeling any stimulation. Rep noted via telephone conversation with pt, pt told clinical specialist they would like their device explanted and were not planning on using the device. Rep reached out to previous managing pain physician, requesting permission to meet with the pt at hcp office. Rep communicated that the pt would like the device explanted and that pt seemed to think medtronic clinical specialists could explant the device. Hcp office reached out to pt. No meeting with the pt has been scheduled and the consultation was ongoing to ensure theycan meet with pt at old pain hcp's office even though pt was no longer an active pt. The device remains implanted in the pt. The information has been confirmed by the physician.